Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges pseudo tumor, loosening of stem, metal wear and metallosis. Doi: (B)(6) 2010; dor: none reported (right hip).